Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope auxiliary water channel was clogged. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the clogged sub water-supply channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the light guide bundle was abnormal. The water supply failed due to the clogged auxiliary jet unit. The water-piping function was out of standard due to the broken channel tube. There was a waterproof failure due to the broken channel tube. The gap on the up/down knob was out of standard due to the worn angle-wire. The angulation in the up direction was out of standard due to the worn angle-wire. There was corrosion from the scope connector cover due to the leakage. The grip part was deformed. The up/down knob was deformed. The connecting tube was dented. The bending section cove adhesive was broken. The light guide lens was broken. The insulation resistance value of the distal end was out of standard due to the broken plastic distal end cover. The adhesive around the lenses was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.